Event description:
(B)(4). The dentist reported 5 months after the dental implant was installed in intraoral region #8, it was verified its non osseointegration; 35 ncm of primary stability was achieved and immediate load was not performed.